Manufacturer narrative:
Device analysis report attached. This report is submitted on november 09, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection which was treated with topical antibiotics post-op. The patient was also placed under general anesthesia on (B)(6) 2023 for an explant surgery. This report is submitted on october 19, 2023.

Manufacturer narrative:
This report is submitted on september 07, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.